Manufacturer narrative:
Ninety samples were returned for evaluation. There was no visible defect of damage. Diameter of catheter was measured and was within specification. Lot history was reviewed and was unremarkable with regard to the complaint. No other complaints have been received against this lot. Natural variations in catheter material and/or dimensions may account for the customer's perceived difference.

Event description:
Customer reports he had injured himself twice by puncturing membrane and causing bleeding. He feels the ID of the catheter is considerably smaller and the catheter is much stiffer.